Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap cystectomy- "customer reported had to open 2nd cd003 device for the case as the bag not opening up and unravelling. Additional questions asked: during deployment what technique was used and customer replied it was put through the port - deployed - twisted in order to open up - wire structures did not open fully - bag fell partially off metal prongs. The metal supports were fully exposed. Their was no specimen in the bag at time of incident. There was no strong force placed on the distal end of the bag. The customer did not pull back on the handle prior to pushing the handle forward to deploy." Patient status - "fine".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Engineering evaluated the sterile units that were returned, but the root cause could not be determined as all units met current specifications. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from sales representative via email on december 19, 2016: prongs were partially exposed - the bag partially slipped off rendering it unable to be used.

Manufacturer narrative:
The event unit was disposed by the user facility but sterile units in the same lot anticipated to return. A follow-up report will be provided upon completion of investigation.